Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities related to the nature of the complaint were found.

Event description:
It was reported to nevro that the patient experienced partial paralysis after the implant procedure. It was later identified that patient experienced a stroke. The device was not activated at the time of the reported event. Follow-up indicated that the patient is currently recovering and using the device to find effective pain relief and there have been no reports of further complications regarding this event.